Event description:
A pt reported experiencing inaccurate erratic results with an ot basic enhanced meter. The pt's blood glucose results were 20mg/dl, 222mg/dl. Tests were done 1 min apart with a difference of 148%. Pt did not experience any adverse events. No further info has been reported.